Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty to remove the protective sheath was able to be confirmed. The balloon catheter was returned with blood in the guide wire lumen. There was contrast in the inflation lumen. The proximal seal was separated and the balloon section was returned in the protective sheath. The fracture faces were stretched and jagged. This separation likely occurred during the difficulty removing the protective sheath. The outer member was flattened in two sections. The locations were: 12 cm for a length of 1mm and 19 cm for a length of 1 cm distal to the guide wire exit notch. There were two bends in the distal shaft 7 cm and 11 cm distal to the guide wire exit notch, likely due to handling. The stylet was returned. There was no other damage noted to the balloon catheter. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty removing the protective sheath, the bend in the shaft and the separated balloon were potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that removal of the protective sheath from the nc trek was difficult, but ultimately successful. The device was then prepared per instructions for use without issue. After stent implantation in the mid right coronary artery and during post-dilatation, the nc trek was taken to the stented lesion. Inflation was attempted, but failed and contrast was seen leaking from the balloon. There was no adverse patient sequela and no clinically significant delay in procedure. The stent was successfully post-dilated with another device. There was no additional information provided.